Manufacturer narrative:
(B)(6) 2012 - (B)(4) - no RMA has been initiated for this issue. Model 3gtqsp-ts, serial number/date code (B)(4) is approximately 8 years old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called and stated that the consumer alleges that while driving his 3gtqsp-ts power chair the chair would tilt on its own. The dealers tech could not duplicate this action but family and nursing staff allegedly verified that this action did occur. The power chair is out of service until the tilt switch is replaced. No injury alleged.

Event description:
Customer alleged the chair would tilt on its own when being driven. No injury alleged.